Event description:
Hill-rom became aware of an event with one of its imported products, the 300 wound surface alternating pressure therapy mattress, where a nurse had received an alleged second degree burn to her thumb and finger. The incident occurred during an attempt to replace the air supply unit (asu) from the floor back on the bed footboard. The power cord receptacle was unknowingly dislodged from the asu housing exposing the nurse to live internal components. The nurse received a shock to her thumb and finger when she grabbed the power cord of the asu due to her ring and thumb contacting electrified circuitry. The nurse was treated by an emergency room doctor for second degree burns to her thumb and finger. Hill-rom's technician inspected the asu and concluded the power cord receptacle may have been dislodged when the nurse removed or replaced the asu from or to the footboard. No other problems were found with the device.